Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, when closing the sternum, the needle was not sharp enough and could be easily broken. To resolve the issue the surgeon opened a new package of equipment. There was no patient injury.